Event description:
During the af-pfa procedure, air aspiration was noted through the side port following the insertion of the swartz introducer sheath. The sheath was exchanged, and the procedure was completed without adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. An event of a leak was reported. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified.